Event description:
It was reported the customer had frequent battery changes on their insulin pump. The customer also stated they had to restart their insulin pump to complete the rewind sequence several times. It was also found the customer had unexplained no delivery alerts. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.